Event description:
It was reported that during a tlh procedure, the blade on a disposable broke off and fell into the patient. The blade was retrieved and there were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the blade tip broke off and not returned. During functional testing on a generator the device gave an alert screen. The device will stop activating, and display an alert screen on the generator when the blade becomes damaged. The device was disassembled and the break was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure.